Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call large differential between sensor glucose versus blood glucose. Customer advised that one more their reading was 56 and the meter was stating it was 95. Customer advised they had to manually enter the meter blood glucose level. Customer advised they calibrate about 7 to 10 times per day. Customer then stated that they only calibrate 3 to 4 times a day after they were told calibrating 7 to 10 times is the reason for inaccurate meter readings. Customer advised their sugar glucose vs blood glucose differential has been 100 points in the past. Customer declined to troubleshoot for any issues and stated they do not want to be on the phone for an hour and half. Customer was advised the reasons for the difference between sugar glucose vs blood glucose. Customer was advised that replacement sensors will be sent out.